Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed and confirmed that the power consumption is increasing in a gradual fashion and device replacement is recommended. This s-ICD device remains in service. No adverse patients effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion and device replacement is recommended. Subsequently the device was explanted and successfully replaced. No additional adverse patients effects were reported.